Event description:
At 10pm customer took blood glucose reading, customer took insulin and ate cereal and blueberries. Customer went to bed and at 3am customer had to pull themselves across the floor to get to a cord to pull for the nurse. States customer pulled muscles. Paramedics were called and they tested and received a result of 45mg/dl. Paramedics had them drink juice and customer took a glucose tablet. Level 2 control was out of range. A request was made for the return of the suspect device and replacement product was sent.